Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of noisy signals and oversensing with pacing inhibition and resulting in syncopal episodes.